Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted scratches on the case and body fluid contamination in the lead barrels. An engineering-level longevity calculation was performed. Device longevity was not as expected. Based on data from the field and laboratory analysis, it was determined this device exhibited a component malfunction. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon interrogation, a message indicating the voltage was too low for the projected remaining capacity was displayed. A save to disk was performed. Analysis of the save to disk confirmed the low voltage fault. No other faults or device resets were discovered. A revision procedure was performed in which the device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.